Event description:
Fill volume: 230 ml. Flow rate: 5 ml/hr. Procedure: chemotherapy. Cathplace: central line. A pharmacy reported that a pump's infusion ended 15 hours earlier than expected. The pt received the first cycle of folfox on 01/05/2015. Infusion started on (B)(6) 2015 at 1:15 pm. Infusion ended on (B)(6) 2015 at 8:00 pm. No pt injury nor med intervention was reported. The sample is available for return and analysis.

Manufacturer narrative:
The device was reported to be returning for an eval and at this time is pending return. A review of the device history record (DHR) is in progress for the reported lot number. At this time the investigation is still in progress. Once the device is received, testing will be performed and results will be provided once completed. Once the investigation and device analysis are completed a follow up report will be submitted. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for additional investigations.